Manufacturer narrative:
.

Event description:
It was reported that following implant of the atrial lead, a rise in capture threshold occurred. The lead was repositioned. The patient's status was noted to be good following the procedure.